Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-jul-2023, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone and b upivacaine via an implantable pump. It was reported the patient had an initial pump and catheter implant on (B)(6) 2021. The experienced nausea, on (B)(6) 2021, which improved and was cleared for discharge. Prior to discharge, the patient experienced intractable nausea and vomiting and was not discharged home. The it rate was decreased 50%. On (B)(6) 2021, the patient had persistent but improved nausea and vomiting. The it rate was decreased. The next day, the nausea improved but now with probably post-dural puncture headache improving with fioricet. The patient had nausea and vomiting secondary to post-dural headache. It was indicated the event was related to the implant procedure. The patient presented to the clinic without any complaint of headache, on (B)(6) 2021, and the issue resolved without sequelae.